Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the keypad on the pump was not working. Customer stated that the pump started alarming and screen got stocked. Customer's blood glucose at that time was 129mg/dl. Advised customer that the pump would be replaced. No further information was provided.